Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Total right hip. During a primary surgery, the custom offset stem inserter broke while inserting the stem.

Manufacturer narrative:
Corrected data: product not returned. An event regarding crack/fracture involving a stem inserter was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as the device was not returned. - medical records received and evaluation: no medical records were received for review with a clinical consultant. - device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause of the reported trunnionosis determined due to the minimal information received. Additional information about the product including return of device are needed to further investigate this event. If further information becomes available this investigation will be reopened.

Event description:
Total right hip. During a primary surgery, the custom offset stem inserter broke while inserting the stem.